Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was bent. The articulation of the delivery system was out of plane. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup in the device cup. The deployment button was locked in the deployed position on the delivery system handle upon receipt. The outer shaft is bent at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a leadless implantable pulse generator (ipg) delivery system struggled to get across the tricuspid valve. The delivery system was removed from patient and it was noted that an additional curve was seen on the catheter. It was reported that a second leadless ipg delivery system was unable to cross the valve after multiple attempts. The delivery system was removed from the patient and the curve of the delivery system was no longer in the original shape.  A transvenous ipg system was implanted. No patient complications have been reported as a result of this event.